Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the high impedances was not determined and no further diagnostics were performed. No interventions were planned or scheduled as the patient was receiving good therapy at the time of the report.

Event description:
It was reported that a week or so ago the patient noticed stimulation did not feel as strong in their painful areas like it had. An impedance check found the electrodes 0-7 were greater than 10,000 ohms. The patient had one program that used electrodes 0-7. The manufacturing representative was able to reprogram the patient¿s other lead to cover all of their painful areas. Three other groups with good coverage were also programmed for the patient. The patient did not have any falls or trauma. No additional information or course of action was available at the time of this report. The patient status at the time of this report was alive with no injury.